Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the swan ganz catheter was unable to pace from the beginning of use. The catheter was exchanged and the problem was solved. It is unknown if the patient had a history of cardiac conduction defect. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Visual examination found that the catheter body was partially broken under the balloon. The partial break was located along the proximal electrode port around the circumference. The balloon still inflated clear and concentric and remained inflated for 5 min. Without leakage. Continuity testing found that the proximal lead wire had an intermittent condition around the electrode, when flexing the tip area of the catheter. Distal circuit was continuous without any intermittent or open condition. No short condition was observed between the proximal and distal lead wires. A cut down was performed and the intermittent condition was found near the broken catheter tip. No visible damage to the windings, balloon, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was obtained and a device history record review was completed and documented that device met all specifications upon distribution. Customer report of pacing issue was confirmed during evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.